Manufacturer narrative:
The returned device was evaluated. During functional evaluation of the device, it was found that the unit alarms both visually and audibly when upper and lower spo2 and bpm levels are exceeded, however, the alarm output from the side speaker is distorted. Measured speaker impedance at 11.9ohm. Nominal impedance rating is 8ohm. No sizzling sounds observed during test and evaluation. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this issue.

Event description:
The customer reported that the end user had the rad-8 for about 3 months and then on (B)(6) 2016, the customer stated their end user indicated that they heard a sizzling sound and then the volume dropped to a very low volume that they could not hear when they were at the other end of their house. Customer states that their end user will move the rad-8 into the hallway at night time. Also, the customer states that their end user will mop the floors which also included mopping over (touching) the rad-8. Customer states there was no indication from their end user that it was the mopping that might have caused the problem. The end user reported there were alarms given, just that the alarms did not have as loud a volume. There were no consequences or impact to patient reported.